Event description:
Related manufacturer report number (B)(4). It was reported that the patient's system was explanted for an unknown reason. Further information is unavailable.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received. Date of event is estimated.

Manufacturer narrative:
The reported event for ¿failure of the scs system¿ was not confirmed. As received, the lead was complete but cut. The lead was returned cut as a result of the explant procedure. Microscopic inspection of the lead segments did not identify any fractures. Functional testing of the terminal and stimulation segments were performed by measuring continuity between the contacts and the end of the corresponding cut wires. Continuity of the lead body segments were measured from end to end of each wire. No opens were observed in any of the lead segments.